Event description:
It was reported that pt did not have, and has never had, stimulation in the middle of his back. Pt stated that the device is not "set up right" or that the "machine is in the wrong place." Pt further stated he had been reprogrammed multiple times and had not been able to get stimulation coverage in his shoulder area. Company rep confirmed pt had been reprogrammed 2-3 times. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)